Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter after two successful firings in a wedge resection procedure, surgeon started to fire the handle with the reload but the firing stopped on the previous staple line. The handle could not be squeezed anymore. The staple line was incomplete. To resolve the issue, the staple line was resected and re-stapled. The procedure was completed with another device. The surgical time was not extended. The status of the patient is with no problem. Additional tissue resection is not required. There was no tissue damage. The incision site was not extended. Nothing fell into the patient's cavity. The product did not lock on tissue and was removed from the tissue without damaging it. No bleeding occurred.